Event description:
Reporter purchased a bipap pro manufactured by respironics, inc. In december 2001. Beginning around february 2002, they began having problems with the electrical cord not staying attached. They replaced the cord twice without success. As a result, reporter needed to use a large rubber band to keep the cord attached. The machine was returned to the original equipment manufacturer OEM for repair. OEM shipped the machine to the medical supply co that reporter purchased the machine from. The medical supply co shipped the machine to reporter. The machine failed to maintain an electrical connection after being returned. The machine does not contain an alarm to alert the user if the electrical cord becomes disconnected. Reporter believes that this is a pt safety issue that can be life-threatening. Individuals who use nasal CPAP and a chin strap or a full risk for co2 narcosis, hypoxia and/or suffocation.